Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bg.